Event description:
Asku

Event description:
It was reported that there was inappropriate therapy, high impedance, and a lead fracture. The lead was explanted and replaced. No further patient complications have been reported as a result of this event. Additional information was subsequently received from an attorney stating that the plaintiff "experienced inappropriate and/or excessive shocking, fracture or other injury requiring medical intervention including but not limited to surgery, removal and/or replacement of the defective [lead]." In addition, "plaintiffs have sustained and will continue to sustain severe physical injuries and/or death, severe emotional distress, mental anguish, economic losses and other damages."

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The sprint fidelis lead model is included in a field advisory. Evaluation summary: proximal conductor fractured; full lead returned and analyzed.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The sprint fidelis lead model is included in a field advisory. Evaluation summary: (B)(4) proximal conductor fractured; full lead returned and analyzed. The distal and defib conductors were found to be distorted, and there was blood in/on the helix mechanism.